Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 394602 and lot number 3129650 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
1.was treatment delayed, how long? Was additional treatment needed, if so what was the additional treatment? 2.whether the sample or photo can be returned? 1.treatment was not postponed and no additional treatment was required. 2.not available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd connecta plus3 blue leaked. The following information was provided by the initial reported translated from chinese to english: "on (B)(6) 2024, at 14:00, a patient in the department of (B)(6) medicine, due to the condition of the patient, using the infusion tee multiplex, intravenous piperacillin sodium tazobactam that group, at 14:50 found that the infusion tee connector leaks, can not continue to be used, and immediately replaced the infusion tee, the infusion treatment continued; this adverse event caused the patient's medication to be wasted, and the fluid did not drip all the way into the body, and did not achieve the this adverse event caused the patient's medication to be wasted, not all of the liquid was dripped into the body, and the expected treatment effect was not achieved." No further details provided.